Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a rv (right ventricular) lead integrity alert. Impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Impedance on the rv pacing lead was beyond the expected upper range. There was oversensing due to non-physiologic signals/sics (sensing integrity counter) and an unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked and had subclavian vein occlusion. The right ventricular (rv) lead exhibited over-sensing with noise. High superior vena cava (svc) and varied pacing impedance were also noted. The lead detection and associated alerts were turned off. It was later confirmed that the lead was fractured. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.